Event description:
The pt was sitting in a chair in the ICU eating when she fainted. Fluoroscopy of the valve showed what appeared to be a valve leaflet not showing normal mobility. An echo revealed an elevated gradient which was confirmed by a transesophageal echo. The pt returned to the operating room and the valve was removed due to an entrapped leaflet resulting in aortic stenosis and an elevated gradient. A smaller 19 mm sjm valve was implanted.